Event description:
During IV insertion, the nurse was removing the stylet portion and while she was withdrawing the needle, the wire became exposed and she sustained a needle stick injury. Blood borne pathogen testing was completed on the nurse and the initial testing results are negative.

Manufacturer narrative:
The sample is not available for analysis as it has been discarded by the facility. This incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.